Event description:
Information received indicates, the foot hi/low function will rise slowly and then drift down rapidly.

Manufacturer narrative:
The technician found the foot hi/low down valve was not closing. He reseated the valve in the manifold to repair the bed.